Event description:
It was reported the uv-flash solution transfer set had a pin-sized hole in the tubing about five centimeters below the twist clamp. The transfer set had been in use for four months. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Visual inspection was performed and a hole in the silicone tubing was observed. Clear passage testing, clamp function testing, torque engagement, device to device interaction testing, uv spike diameter measurement, and integrity of seal surface testing were performed with no issues noted. Leak testing was performed and a leak from the hole in the tubing was noted. A CAPA currently exists to investigate reports of damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.